Event description:
A customer reported no flow while using an infusor elastomeric device. According to the report, the customer stated that it appeared as if no solution had infused. The intended drug is unknown. There was patient involvement; however, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.